Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. The biopsy channel: unspecified bacteria(4 cfu/100ml). The suction channel: unspecified bacteria(25 cfu/100ml). The air/water channel: unspecified bacteria(40 cfu/endoscope). The subject device had been brushed manually using a non-olympus cleaning brush (B)(4) and disinfected using non-olympus automated endoscope reprocessor ((B)(4), adatascope) with peracetic acid(endo-high paa). After reprocessing, the subject device was stored in the storage cabinet(metrostarsys). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all the channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined.